Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Event date: (B)(6) 2017.

Event description:
Customer reported that the unit alarmed proximal line disconnected. Reportedly, the manufacture's field service engineer indicated that the customer reported the unit has an error code message of data acquisition (da) pcba adc reference failed. Through follow-ups, customer indicated that there was no patient involvement.